Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored multiple events where inappropriate anti-tachycardia pacing (atp) bursts and shocks due to what appeared to be sinus tachycardia. Electrogram (egm) review also revealed noise on the shock channel. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.